Event description:
It was reported that the device was leaking. There was no pt injury. Additional info was requested but no additional info was available. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
Final device investigation found that the seal cap was broken off of the device. The device could not be further leak tested due to its condition. The device history record was reviewed and no discrepancies were noted.